Event description:
Rn attached device to pt's catheter, she then proceded to attached an infusion pump set to the device. Within 1-2 minutes, the pump gave an "occlusion" alarm indicating no flow to the pt. A second pump was substituted & the same occlusion alarm occurred. Subsequently, the pump & set were returned to the pharmacy where the set was removed & tested for flow. Careful observation of tubing revealed a small piece of plastic lodged in the opening of the tubing. This prevented "zero" flow through the tubing. A replacement tubing was primed & reattached to the drug reservoir & taken back out to the pt's home. Once reattached to a new device the hcp was able to reproduce the same pump occlusion alarm. This 2nd set was again returned to the pharmacy along with the pump. Careful observation again indicated that a piece of plastic lodged in the distal end of the tubing, which had been attached to the device connector. A 3rd tubing was reprimed & retested for flow & reattached to the drug reservoir. This time the rn attached the tubing directly to the lumen of the catheter. This time there were no problems with the pump or drug flow.